Manufacturer narrative:
Insulin received with blank display due to corroded electronic assembly. Unable to verify alarms due to blank display. The motor assembly was found corroded. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window. No unexpected vibration anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she jumped into the swimming pool with her insulin pump on and received an alarm. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.